Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician via a sales representative and forwarded by our local affiliate (B)(4). Additional information was obtained by a dermik medical advisor who contacted the physician on the same day. This case involves an adult female patient (age nos) who received poly-l-lactic acid therapy in (B)(6) 2008. No relevant medical history was reported and concomitant medication information was not mentioned. On an unknown date, rosary-shaped palpable granulomas (some of the visible) of lentil size appeared on the patient's cheek. No additional information was provided. At the time of this report, the event remains ongoing.

Manufacturer narrative:
Reporter's causality assessment: possible.